Event description:
It was reported that the patient went to the clinic after a lead integrity alert was triggered. The right ventricular (rv) lead exhibited noise, high impedance, and contained a possible fracture. The lead was explanted and replaced. The replacement lead was damaged during the implant procedure. Additionally, the procedure caused perforation of the patient's vein. The lead was removed and the patient was stabilized using a balloon catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis is complete. S2d analysis will not be done because it "could not be verified".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo.